Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) device. The customer experienced symptoms such as edema and pain. As a result, the customer contacted a healthcare professional (hcp) who performed an ultrasound, doppler and prescribed eliquis (anti-coagulant) for the diagnosis of deep vein thrombosis (dvt). There was no report of death or permanent impairment associated with this event.